Manufacturer narrative:
A software analysis was initiated. Software analysis determined that the software was behaving as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740,(software version: (B)(4)). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site had an issue during registration with the imaging system. The site took a spin and had to manually transfer it to the navigation system. The navigation system had a red box on the imaging system tracker. The tracking view was opened and the patient reference was in the top right quadrant and no visible imaging system tracker. The camera was moved and then green communication was received for everything. The site took a spin and were able to navigate it. Resolution of the issue was confirmed on call. It was noted that there was 1 unused spin. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.